Manufacturer narrative:
Arjo was notified about an event involving arjo maxi twin passive floor lift and non arjo passive clip sling. The facility manager reported that patient was transferred from a bed to a chair with assistance of 2 caregivers. When the staff adjusted the chassis legs to place the lift around the chair, the spreader bar detached. As a consequence of the event the patient fell out form the device (approx. 1.5 m). The patient sustained a large gash requiring stitches and has a bleeding on the brain. After the event the device was evaluated by arjo technician. The visual inspection showed that bolt at pivot point was broken and led to spreader bar detachment. The bolt was not original part supplied by arjo. The device was serviced by 3rd party provider. The customer confirmed that the lift was repaired in (B)(6) 2021 by 3rd party technician due to intermittent tilting issue. The device involved in the event was manufactured in (B)(6) 2006. The device had signed of wear. The device was tagged out of service. The instruction for use for maxi twin devices (04.kt.00-1gb) contains information that : - only arjo designated spare parts should be used - warning: spare parts, if required are available from arjo or their approved distributors - warning: the simplest, safest and most effective way to maintained your product in good working order, is to have it methodically and professionally serviced by an arjo approved engineer using arjo approved spare parts. To sum up, arjo floor lift was used as a system for a patient transfer when the resident fell out of the device. The spreader bar detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the spreader bar detachment during use and serious injury occurrence.

Event description:
It was reported that the resident was being transferred from a bed to a wheelchair. The resident was placed in a sling when staff adjusted legs of maxi twin lifter to fit around the wheelchair. Then the spreader bar detached from the main lift arm causing the patient to fall off the device from approximately 1.5 m. Detached spreader bar hit the customer on the head causing serious injury.

Manufacturer narrative:
Additional information will be provided within next report.